Event description:
It was reported when using the pyxis medstation es system experiencing slowness mainly during loading patients and pulling medications. The customer stated that when pulling patient list and orders list, it took one minutes 25 seconds to pull one patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system experiencing slowness. A technical support specialist disabled netbios and updated host configuration file to resolve the issue. The system functioned as intended after troubleshooting the device.